Manufacturer narrative:
The returned device analysis identified an electrical heater failure which may be an indication of a complex electrolysis setup. This failure may have occurred during use or influenced the complaint event (reported under MDR 2134265-2020-07591).

Event description:
Bsc received the needle with lot number t0729 that was returned with a needle for complaint (B)(4) (reported under MDR 2134265-2020-07591). There was no reported complaint against this device by the customer. Analysis of the returned needle found to have an electrical heater failure.